Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the calcified mid left anterior descending artery. After pre-dilation, a 24x4.00 promus premier drug eluting stent was advanced but failed to cross the lesion. It was also noted that the stent strut was lifted and was caught on the distal tip of the guide catheter. Both the stent and the guide catheter were maneuvered to the right femoral access point and was covered with a 10f sheath and removed. The procedure was completed with a non bsc stent. No patient complications were reported and the patient's status was fine.